Manufacturer narrative:
Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to non-function. With use of a spectranetics glidelight laser sheath and a lead locking device (lld), attempts began to remove the ra lead. The ra lead was found to be heavily calcified, and the physician utilized various sizes of spectranetics devices in order to remove the lead, with the lead being a challenge to remove. The tip of the lead was stuck, but ultimately released. The patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A 2mm tear in the right atrial appendage was discovered. Repair of the injury was successful, the rv lead was then removed, and the patient survived the procedure. The injury appeared to be caused from traction on the ra lead, with the lld device being used as the traction platform. There was no alleged malfunction of any spectranetics tools being used in the procedure.